Manufacturer narrative:
Contrary to the information provided in 2016, the ICD was still active and was not explanted and returned for analysis until 9-sep-2019.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion regarding the clinical observation can be drawn at this time. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - after an implantation time of about 31 months, it was reported that the patient felt shock deliveries of the ICD on the parking lot of a supermarket when opening the trunk of the car. After admission to the hospital, ICD and lead were exchanged but not returned to biotronik. A lead defect is suspected.